Event description:
Additional information later reported the patient was using binder all the time. Onset date as noted as (B)(6) 2012. The resolution date as noted as (B)(6) 2012. Other than encouraging the patient to wear the binder no other actions were taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pain at pump pocket site post procedure. On a scale of 0-10, the patient identified it as a 6. The patient was seen on (B)(6) 2012 for one week follow up, and it was noted that the patient still had pain at pocket site. The abdomen was soft and non-tender to touch. The pain occurred with standing and bending. On (B)(6) 2012, the patient was seen for refill. The pain was subsiding and the patient was still using tylenol with codeine for pain occasionally. Abdomen was soft and incisions were clean and dry. No volume discrepancy was noted during the refill. It was reported that at the very end of aspirating the drug from the reservoir, the nurse got some old blood that was kind of ¿dark and coagulated.¿ the blood was ¿not diluting and kind of thrown all together.¿ there were ¿a lot of swelling and bruising¿ at the pump site noted. The pump was being used to deliver remodulin. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 10642, serial # (B)(4), product type catheter. (B)(4).